Manufacturer narrative:
This report is being submitted for information received regarding olympus hygiene microbiological investigation (hmi) results. Please see updates to h10. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end, all channels and total device was tested and less than one (1) colony forming units (cfu) per endoscope of revivable microorganism was detected. The obtained results are in conformance with the requirements. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information. Event date updated. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
Correction to d8, d9 and h3, the subject device was returned and evaluated. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: key top 1 --- scratch. Annual maintenance. Paa_cds machine wassenburg. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. The manual cleaning detergent is anios excel d. The customer aspirates water through the channels and flushes out the air/water, auxiliary channels, balloon channel and forceps elevator wire channel. During manual cleaning, the customer brushes the instrument/suction channel, the suction cylinder, the instrument channel port, balloon channel and distal end/areas around elevator. The scope is not manually disinfected. The customer uses automated endoscopic reprocessor (aer) model wasenbourg. The aer was not cultured. The endoscope was stored in a drying cabinet (model: wasenbourg). The maintenance and repair was performed by olympus. The endoscope was not sterilized. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ll duodenovideoscope tested positive for an unexpected contamination. The issue was found during routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and all channels tested positive for three (3) colony forming units (cfu) per milliliter (ml) of micrococcus luteus and 43 cfu/ml of coagulase negative staphylococcus. The distal end tested positive for one (1) cfu/ml of micrococcus luteus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.